Event description:
A malfunction alarm with code "malf 0" was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in performing the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, which the customer understood and acknowledged.